Manufacturer narrative:
The driver is scheduled to be serviced at the site. No further information is available at this time.

Event description:
In 2004, the manufacturer was informed that the dual drive console (ddc) supporting a left ventricular assist device (lvad) patient stopped functioning when unplugged from the wall. The patient was in the ICU and needed to be transported to the or the evacuation of a pericardial hematoma. When they unplugged the ddc from the wall, the device stopped working , they immediately plugged the driver back in the lvad resumed pumping with normal function. The hospital indicated that when unplugged, the front battery display indicated it had full battery power with green lights lit. The manufacturer clinical representative explained that the internal battery in the driver needed to be replaced and to switch to back up for for transport. The contact at the hospital indicated they were not interested in switching the pt to another driver as it was the weekend. They decided that they would wait until morning, if need be they would do the procedure (evacuation of the hematoma) at the bedside.